Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the original report was filed. The product was returned for investigation. No abnormalities found on returned pump. Pump was run and purged, and the purge pressure was within normal range. The flow was slightly saturated. The pump was run through a hemolysis test and the hemolysis did not reproduce. The cause of the hemolysis was most likely patient condition related as the hemolysis did not reproduce on the returned pump and no abnormalities were observed on the pump.

Event description:
A patient of unknown age and gender presented with acute myocardial infarction and cardiogenic shock. For hemodynamic support, an impella cp with smartassist cardiac pump has been inserted. After one day, hemolysis has been observed. Correct positioning of the pump and sufficient volume status of the patient has been confirmed. Thrombolysis using tpa has only been partially effective, so after two days the decision was made to remove the impella cp. A new impella cp has successfully been inserted. The patient has been stable afterwards.

Manufacturer narrative:
The impella device has been returned to the manufacturer. When the investigation is complete, a supplemental report will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿